Event description:
It was reported "a helium leak alarm occurred in the middle of the machine work after placement of the tube, counterpulsation was not possible, and the front of the balloon was found to be leaking after the balloon was withdrawn". Additional information states that the catheter was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging box. Upon return, the teflon sheath was noted connected to the hemostasis cuff. The one-way valve was noted tethered to short driveline tubing. The iabc bladder was fully un-wrapped. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The sample was likely cleaned prior to the return. The bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0068in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak test-ed in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, the leak site is consistent with contact from a sharp object and was noted at approximately 3.8cm from the iabc distal tip. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for the "front of the balloon was found to be leaking" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder and this caused the reported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "a helium leak alarm occurred in the middle of the machine work after placement of the tube, counterpulsation was not possible, and the front of the balloon was found to be leaking after the balloon was withdrawn". Additional information states that the catheter was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".